Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 37 mg/dl at the time of incident. The customer also reported an off no power alarm and did not received a low battery alert prior to the alarm. The customer stated that the battery was not previously used. The customer stated that the insulin pump was neither dropped nor bumped. The customer stated that there were no unattended alarms. The insulin pump will not be returned for analysis.